Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's devices are moving around in the patient's back. The caller reported that the patient's nurse noticed the device moved and were separated. The patient's son then saw that the device were together and were on top of the patient's tailbone. The caller wondered if there were callouses or sac around the devices also wondering if "it would do anything if the devices touched." The caller then reported that the patient had been sick (unrelated to device/therapy) and while the patient was sick they lost track of using the device. The caller indicated the patient had the device for bladder disease and that the patient had some bleeding in their urine, but it was hard to tell where it was coming from because the patient was bed ridden and wears diapers. The bleeding was described as "bright red," but not like the patient "is bleeding out." The caller indicated that the patient was having some discomfort and pain "down there" that is usually "hormone problems." There were also falls and bladder infection like symptoms reported, but these were confirmed to be unrelated to the device/therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.